Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that the patient complained of pain in the pocket post operation and an inability to walk. A hematoma was discovered in the pocket post operation and no diagnostics or troubleshooting was done. The patient was taken back to the operating room to remove the pocket hematoma on (B)(6) 2016 and was sent for a myelogram on (B)(6) 2016. The patient was walking with a walker on (B)(6) 2016. The issue was resolved at the time of this report. No device issues reported. If additional information is received a follow-up report will be sent.